Manufacturer narrative:
(B)(4). The clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the lock line could not be removed. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was advanced to the mitral valve. Grasping was noted to be difficult due to a bi-leaflet flail. After completing a successful grasp, deployment steps were started. While removing the lock line, resistance was felt and the line could not be removed any further. The other end was already inside the lock lever. At this point, the clip detached from the posterior leaflet. The decision was made to open the clip and remove the cds with the clip. A new cds was used successfully. Two clips were implanted, reducing the mr to 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and a definitive cause for the reported unable to remove the lock line this incident could not be determined. In this case it is possible that the patient anatomy caused increased tension on the device or the lock line became twisted/knotted during the unwrapping/removal process and therefore contributed to the inability to remove the lock line; however, this cannot be confirmed. The difficulty grasping however, appears to be related to the patient morphology/pathology. There is no indication of product quality issue with respect to manufacture, design or labeling.